Event description:
It was reported that the field representative called for review of a stored ventricular event for this patient with a cardiac resynchronization therapy defibrillator (crt-d). Technical services reviewed the data and there was oversensing of noise both on the right ventricular (rv) and shock channel which resulted in approximately 3.5 seconds of a pause in pacing. Ts suspects the noise and oversensing is due to electromagnetic interference (emi) or myopotential oversensing. There were no other stored events prior or since. The clinic was not able to re-produce the noise. All other lead measurements were stable. At this time, the device remains in service. No additional adverse patient effects were reported.